Manufacturer narrative:
Product recall initiated august 21, 2007.

Event description:
Post-operative condition post op reaction. Clinical concern is an area of soft tissue swelling at the anteromedial margin of the knee.